Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jul2020.

Event description:
The customer reported the inability to perform touchscreen calibration. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. Patient information was requested from the customer, but no response was received.

Manufacturer narrative:
G4: 21jul2020 b4: (B)(6)2020. The customer replaced the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21jul2020. B4: 04aug2020. The customer reported that they are unable to keep a touchscreen calibration in the unit. Product support sent customer a replacement touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.